Manufacturer narrative:
Complaint not confirmed. Refer to the attached vendor evaluation for further details. Two unrelated failures to the event description were noted. Loud motor and missing pieces were found in the investigation with a most likely cause of the failure being wear and tear.

Event description:
On 02/23/2022, it was reported by a sales representative via sems that a ar-6480 dw pump is not working as intended, it will not pump. This was discovered during an unknown time, with no patient effect reported.